Event description:
Reportedly, during the implantation attempt, the ICD did not react after the induction button was pressed, neither in "shock on t" nor "30 hz burst" mode. The ECG showed that the device did not start the test. Therefore, the device has been replaced by a new ICD which operated during tests as expected. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.